Event description:
Report of high volume.

Manufacturer narrative:
Field service inspected the ventilator and replaced a defective peak and wave assembly. Lab test: found excessive flow due to a loose collar on the shaft in the assembly.